Event description:
Customer acquired a gated resting myoview study per ER protocol. The study was processed using autoperfusion and it showed a defect. The pt was admitted to the hosp for add'l tests. The following day the pt underwent a stress perfusion study which was normal. The resting data from the previous day was reprocessed in autoperfusion along with the stress data and then the rest data now showed no defect.